Event description:
It was reported that the patient underwent ventral herniorrhaphy on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the white plastic positioning system fell off the device. The surgeon was able to find it and remove it from the patient. The procedure was completed with a like device. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.